Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on august 09, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced neurofibromatosis type 2, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, there are no plans to reimplant the patient with a new device as of the date of this report august, 09, 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011 this report is filed august 23, 2016. (B)(4).